Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level over 600 mg/dl, with high ketones. Customer was treated with intravenous fluids of saline and insulin and was released from hospital the night of (B)(6) 2026 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the cause of the high bg was due to the piston on the pump did not fully retract, which resulted in an occlusion alarm occurring as the cartridge was not properly seated on the pump. The pump was reset and the customer changed the pump supplies to address the issue, and insulin delivery was resumed. Customer continued to use the pump for insulin therapy.